Event description:
The xve lvas was implanted in 2002. Five months later, the facility's biomedical engineer informed the manufacturer's (MFR.) Representative that they had to replace an inflow valve on the xve lvas because the sutures had broke and a hole had eroded in the graft. No further details were provided.